Event description:
Report received of an over-delivery of heparin due to operator error in programming the device. The heparin drip was started in the emergency dept of an unspecified time. The patient was transferred to the cardiac ICU observation unit. In the ICU, when the bag was empty, it was noted that the pump had been programmed with an incorrect concentration of heparin. The heparin concentration that was used was 25000 units. The amount programmed into the pump was 2500 units. Ptt levels were monitored and the initial values were evalated. No exact lab values were provided. The pt had no bleeding episodes. The heparin was left off for several hours. When the ptt level was reportedly sub-therapeutic, the infusion was resumed. Though requested, no additional information was available.